Manufacturer narrative:
Exact procedure date is unknown, but it was reported that the procedure was performed ¿a couple of weeks¿ prior to the date of this report. Reported event: snare loop suddenly retracted. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, there was a difficulty in retracting the device, and then the loop suddenly retracted. Reportedly, the loop abruptly cut through the target polyp as a result of this issue. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.